Event description:
It was reported by service report that the side rail would not latch in the upright position and the latching spindle was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Latching spindle.